Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently filled the infusion set tubing while attached to the infusion set site and additional insulin was delivered. Tandem technical support assisted the customer with setting a temporary basal rate. Blood glucose was 276 mg/dl.